Event description:
When the universal plus suction/irrigation electrosurgical handpiece was connected for use, a fluid leak was detected. It was also noted that the electrosurgical function was auto-activated. The unit was removed from use and replaced. There was no pt or staff injury and the outcome of the procedure was not altered.